Event description:
It was reported, approximately 79 months postop the initial right tha, the patient was underwent a revision procedure to address pain. Revision surgery operative notes were provided. The patient was last known to be in stable condition following the event. The devices will be returned for evaluation. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-1732-2022 however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: integrip cc, cluster 50mm, g1 (cat#: 186-01-50 / serial#: (B)(6). Bone screw 6.5mm dia x 20mm long (cat#: 120-65-20 / serial#: (B)(6). Bone screw 6.5mm dia x 20mm long (cat#: 120-65-20 / serial#: (B)(6).

Event description:
As reported, approximately 7 years postop the initial right tha, the 72 y/o female patient was having her right femoral head and poly exchanged. The patient was having groin pain. The hip was dislocated, and the femoral head was removed. The stem was checked and found to be well fixed. Attention was turned to the acetabular component. During attempted removal of the poly liner, the cup was found to be loose and was removed. The patient received a new cup, a new extended coverage liner, and femoral head with a +7 sleeve. A 15-30-minute delay was caused; however, the patient did not experience any adverse events as a result of the surgical delay/prolongation. The patient was last known to be in stable condition following the event. The devices will be returned for evaluation. Patient was last known to be in stable condition following the event. The device will be returned.